Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported the swedish adjustable gastric band was removed from patient due to a band leak. The patient had multiple adjustments with good weight loss, but stopped responding to adjustments 6 months ago. Port was replaced on (B)(6) 2012, thinking there may have been an issue with the tubing, however, no improvement was observed. Therefore, decision was made to replace the band and an obvious leak point was noticed on the band at a point of flexion. There was reported patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Catheter and balloon punctured and foldline leak the straight band/balloon with 31 cm of catheter and the velocity port with locking connector and tubing strain relief (tsr) and 17.5 cm of catheter were returned. Upon visual inspection two leaks were observed on the device. The first leak was a tear localized on fold line from the balloon, the second leak was found on the catheter near of the end locking connector. A review of the product's instruction for use (IFU) was performed, and it is noted that band leakage is a recognized event associated with gastric banding. It was also noted that loss of fluid can occur following poor handling of the balloon during surgery, or as a result of filling it with the wrong type of filling solution or general deterioration of the balloon over time. Upon microscopic evaluation, it was noted that the tear observed on the balloon is probably the result of the degradation of the balloon, with respect to the puncture found on the catheter; this puncture was probably performed during a band adjustment. The final packaging lot number was not communicated, therefore no device history record (DHR) was performed, however the manufacturing practices were reviewed and it was noted that all devices are leak tested prior to lot release. It is therefore considered unlikely that a manufacturing issue contributed to the reported event.